Event description:
Pt called MFR to receive assistance with infusion device and infusion set. She was disoriented and seemed confused. The pt was able to get roommate to assist her on the phone. The pt checked her blood glucose and it was 1.9 mmol/l (34 mg/dl). The pt was able to drink juice to bring up her blood glucose. At the time of the call, the infusion device was not connected. The pt's roommate was able to assist in priming the infusion set. Later that day, the pt reported that she was admitted to the hosp with dka. Her blood glucose was "hi" (typically greater than 33.3 mmol/l or 600 mg/dl). She was treated with milli-rapid drip and discharged 2 days later. The pt reported her physician indicated that she had been out in the sun and her insulin had "gone bad". No product will be returned.

Manufacturer narrative:
H6: codes: product not returned for eval.